Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is not confirmed. -visual inspection of the suture anchor, biocomposite¿ swivelock®, 3.5 x 15.8 mm, vented, identified that the eyelet and screw were not returned with the device. -functional testing was not performed due to the damage to the device. No problem found with the device.

Event description:
On 07/22/2025, an arthrex subsidiary employee reported via email that an ar-2325bcc biocomposite labral swivelock anchor experienced a screw fracture. The break occurred after the thread was tapped twice to accommodate the hardness of the bone before insertion. The case was completed with a replacement ar-2325bcc biocomposite labral swivelock anchor. This was discovered during an mpfl procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 07/29/2025: the case was not delayed, and no additional anesthesia was administered. All fragments were retrieved from the patient. No adverse effects were reported on or after the surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.